Event description:
It was reported that the 9800 system reboots during morning hours. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep found the transformer was strapped for an incoming of 119 vac. The rep restrapped the transformer for a more fictional voltage of 113 vac. System operates as intended.